Event description:
It was reported that this right ventricular (rv) lead had an alert indicating that there was an out of range pacing impedance value. Technical services (ts) reviewed the reports and advised monitoring the issue as the impedance values were slightly below the nominal upper limit. Ts noted there were no noisy signals in the logbook or in the presenting. The lead remains in use. No adverse patient effects were reported.